Event description:
Two endeavor sprint rx drug-eluting stents were implanted at the 2nd obtuse marginal (ref MFR report # 2953200-2010-00408), as treatment of the target lesion. It is reported that a dissection occurred following stent implantation. Pt was discharged the next day. Pt was asymptomatic /free of symptoms 1 month following index procedure. At 6 month follow up, pt displayed unstable angina. Instent restenosis is reported to have occurred on the same day. Investigator indicated a probable relationship to the study device. Diagnostic angiography and percutaneous intervention were carried out.

Manufacturer narrative:
(B) (4). Results - dissection.